Event description:
The extension tubing disconnected from the valve. The user reversed the direction of the valve when reconnecting the tubing resulting in a tension pneumothorax. The pt recovered without further complications.